Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead stored a signal artifact monitor (sam) episode that disabled the respiratory rate trend (rrt) due to a single high out-of-range shock impedance measurement greater than 200 ohms and a single high out-of-range pace impedance measurement greater than 3,000 ohms. The health care professional (hcp) confirmed that the patient underwent a ventricular tachycardia (vt) ablation at mid-septum at the time of the sam episode, and the patient was discharged the following day. Technical services (ts) discussed possible risks to the implanted system associated with ablation and recommended verifying lead/device integrity. This ICD remains in service. No adverse patient effects were reported.